Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had ost her battery cap about 2 weeks ago. Customer will be sent a replacement battery cap. Customer stated her blood glucose level was around 500 mg/dl. Customer was able to correct for her high blood glucose level. No further assistance needed.